Event description:
It was reported that the pump shut off unexpectedly while charging. There was no reported impact to customer's blood glucose level. The customer re-plugged the pump to charge to resolve the issue. No additional patient or event information was available

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.